Event description:
Procedure: unknown. According to the reporter: the endo gia reload with tri-staple technology could not close onto the tissue and kept slipping. We had to change to new reloads and a new endo gia ultra gun. Surgery time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012.